Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot # is not known. No further analysis can be performed for complaints reported without a lot # and for which the associated products will not be returned. Without additional info, the reported complaint cannot be confirmed nor can any determination regarding root cause be determined. Cypher select product (cra/crb) is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). This is one of two reports submitted for the same event. Please reference MFR report#s: 9616099-2009-00712.

Event description:
An unk pt had a crb28300 and a crb18350 implanted in the rca. There is no additional info available regarding the pt, the product, or procedure. Upon retrospective study of the cine films, the physician noted a stent fracture. It is not known if this occurred during implantation or at some time after the procedure. The extent and location of the fracture is not known and it is not known if there were any additional pt consequences. There is no additional info forthcoming.